Manufacturer narrative:
After further review of additional information received the following sections b5, g3, g7, h2, h3 and h6 have been updated accordingly. Section b5: additional information received indicates that there was no patient involved. The device issue was found at customer site. A risk analysis was initiated due to a printing error for a work order. All labels were offset by ~3/8¿ omitting parts of the label. As determined by the risk analysis, the printing error was likely the result of the optical sensor experiencing a random failure that was undetected by a newer operator. The packaging label verification provides clear instruction for packaging personnel to verify the printed label against an approved label on file and the label printing provides steps for reprinting labels if a misprint is found. The packaging person involved with the issue at hand failed to correctly verify the printed label for completeness and correct the issue. Additionally, the file storage for the approved labels is not user friendly as labels are not always easy to find and the height of the storage cabinet may cause difficulties for packaging personnel to access these files. The devices were to be reworked in house for the labeling error. However, devices were inadvertently released to inventory prior to being reworked (one device being the complaint device). As determined by the risk analysis, the labeling issue reported was likely the result of the label printer optical sensor experiencing a random failure that was undetected by newer operator, which led to a misalignment of the label sheet during the printing process. Additionally, the operator failed to identify and correct the mislabeling issue, label printing and packaging label verification. A contributing factor to this root cause is that the process of verifying printed labels for completeness and legibility is solely reliant on packaging personnel to make a correct label inspection. A risk assessment has been initiated to escalate this issue.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, there is an indication missing on the label of this implant. The side of this implant is not indicated as usual. The device will be returned. There is no patient involved.